Manufacturer narrative:
Device not cleared in us, but similar device is available. Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ¿emg tube used with the nim but the surgeon didn't have any signal from the nim when he tested the vagus nerve. They made changes on electrodes but they didn't get any response.¿ there was no patient injury; however, the case was cancelled and will be rescheduled at a later date.

Manufacturer narrative:
It was confirmed that the surgery was rescheduled and completed. The procedure went well and the patient¿s current status is good. Reused single use? No. Date manufacturer received: 10/06/2016. Usage of device: initial. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was confirmed that the surgery was rescheduled and completed. The procedure went well and the patient¿s current status is good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates one opened sample of part number 8229975 from lot number 0210768850 was received. A microscope and multimeter were used to evaluate the device. The drawing requires each electrode circuit to be less than 20 ohms and contain no short circuit between poles. The actual readings were as follows; red 19 ohms, red with band 15, blue 15 ohms, and blue with band 17 ohms. There were no short circuits or out of specification condition identified. Visually, there were creases in the flex circuit and a scratch along the electrode contact, however it did not interfere with the function of the device. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.